Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for (B)(6). It was reported that the trial patient had a urinary tract infection (uti). The issue was reported as not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's trial start on (B)(6) 2017.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 31st reported the patient had recurrent urinary tract infections (uti) prior to implant, no documented utis since implant. The hcp stated the patient¿s last documented positive culture was (B)(6). The hcp stated the uti was related to the patient¿s underlying urinary dysfunction. The hcp stated the uti was not related to the trial system or therapy. The hcp stated there was no documented uti at the time of the event. There were no further complications that have been reported as a result of this event. There were no further complications that have been reported as a result of this event.